Event description:
It was observed during the device evaluation of the colonovideoscope, foreign material/residual liquid came out of the channel tube and foreign material came out of the distal end due to damage on suction tube in the control section. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the initial allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for ''foreign material came out of the suction channel/biopsy channel'' could not be determined since it is unknown if the reprocessing was conducted in accordance with instructions for use from the obtained information, and there's no confirmation of physical damages of the foreign material residue point (not deformed). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be detected and prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.